Manufacturer narrative:
(B)(4)

Event description:
The patient experienced a loss of therapeutic effect. The device worked great for the first two weeks after implant and then it gradually started not working. It became very bad following a fall in april and reprogramming had no effect. She was at home in fair condition. Additional information has been requested.